Event description:
A malfunction alarm occurred while the customer's pump was pumping, specifically alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite technical support's efforts to assist in loading a new cartridge, the issue persisted, so the customer was unable to resume insulin therapy. Technical support decided to replace the pump under warranty. The customer was informed about using multiple daily injections (mdi) as backup therapy and was instructed on how to put the pump into storage mode. The problematic pump was to be returned to tandem using a pre-paid label within 10 days.